Event description:
The valve was implanted on may,2024.the pressure was set at 110 first.then they adjusted the pressure twice ,from 110 to 70,70 to 30.the physician found the pressure showed 110 after the patient received x-ray examination.our regional regional support colleague went there and checked the pressure should be 30,but it showed 110 with x-ray examination.